Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 406 mg/dl at the time of the incident. The customer declined troubleshooting for high blood glucose. The customer reported that they were not able to remove the battery cap. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with cracked battery tube thread, stripped battery cap coin slot (p), cracked reservoir tube lip and severely scratched display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.